Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone indicating that the insulin pump alarm no delivery. Customer's blood glucose was 133 mg/dl. The customer reported that the alarm was resolved by an infussion set change. Customer was advised to call whn the alarm occurs in order to troubleshoot. The customer also reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the keypad does not respond as expected. Customer does not recall any significant events leading to keypad issues. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced. And agreed to return the product of analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces. The device had minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube lip, and cracked near reservoir tube window.